Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends showed a stable rv pacing impedance of approx. 800 ohms until (B)(6) 2016 with a subsequent decrease down to approx. 600 ohms. Furthermore a varying p/r amplitude since november 2015 could be observed. The analysis of the iegm freezes confirmed the presence of artefacts on rv channel synchronous to the heart beat as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that about 16 months after the implantation oversensing and artifacts were noted on this lead. The lead was not returned. It remains implanted. No adverse patient side effects were reported.